Event description:
.

Manufacturer narrative:
The device(s) were not received for eval. F/u with risk mgr at the hospital indicated that there were no known pt complications; however, did not have specific report info. Multiple messages were left for the referring clinician in the operation room to obtain specific f/u info, however, there was no response.